Event description:
The sensor is leaking fluid and occasionally blood at the y-connector. It appears to be cracking. They change the stopcocks daily and they have two stopcocks applied to the y-connector. They are running lipids through the line. The customer is sending the sensor and the stopcocks connected to the manufacturer for investigation. No report of harm or injury to the patient has been received.